Manufacturer narrative:
The cda pump logs were downloaded and analyzed; could not confirm customer¿s complaint that the device failed volume accuracy pvt test. The device passed self-test with no error alarms and passed the volume accuracy performance verification test (pvt) test with 20.34 ml and passed specifications per the technical service manual (tsm). The probable cause for device failing to pass volume accuracy pvt test was not found. D9 - date returned to mfg: (B)(6) 2023.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser. The customer reported that the device failed the accuracy test during preventative maintenance and that this issue was ongoing through (B)(6) 2023. There was no patient involvement or harm reported in the complaint record.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.